Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: (B)(4) 2018. It was reported performance needle breakage a failed suture needle was submitted for fractographic evaluation. A fracture was observed at the suture attachment of the needle. The needle was received in two pieces, only one of the mating fracture surfaces was examined for this evaluation. A microscope was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. This was a ductile fracture. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. The evidence of this examination indicates that the breakage occurred at the attachment area of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.

Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: "following requested: procedure name? No information. Confirm the total qty involved?it is documented under impacted products- total qty involved=2 and event report states ""the needle"": total qty involved is 2. Did needle piece fall into patient? No information. If yes, was it removed? And how? N/a. Was procedure completed successfully? Yes. And how?=> no information. No further information will be provided."

Event description:
It was reported that the patient underwent an unknown surgery on (B)(6) 2018 and the suture was used. During the procedure, the needle was broken during use. There were no adverse patient consequences reported. The procedure completed successfully.